Event description:
The physician successfully completed the right internal carotid artery (ica) stent assisted aneurysm coiling procedure. The next day a routine CT scan revealed a small focal right frontal lobe hemorrhagic lesion possibly a metastasis. The pt was maintained on aspirin and plavix. The pt was subsequently discharged home in a good condition. However, nineteen days post procedure the pt presented with "confusional syndrome" and left hemiparesis. The pt suffered a major right middle cerebral artery (mca) infarction. The physician stated that the pt's "syndrome was consistent with complete occlusion of the right ica likely within the stent." The pt had continued with the prescribed aspirin and plavix regimen. No further details were provided.